Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 53 mg/dl, noted after the cgm had expired and without a confirmatory fingerstick at the time of the report. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and no request for further assistance. Investigation included troubleshooting and user education to perform a fingerstick and correct as needed. Investigation of this case revealed insufficient information to attribute the event to a device malfunction, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.